Manufacturer narrative:
Full response for medwatch field e1 initial reporter info: (B)(6). The uric acid ver.2 reagent lot number and expiration date were not provided. A field service engineer (fse) determined that the tubing of the rinse station in the analytical unit was damaged and occasionally dripped onto the reaction cuvettes. The fse resolved the issue by replacing the damaged tubing.

Event description:
There was an allegation of a questionable uric acid ver.2 result from the cobas 8000 cobas c 701 module for one patient. The initial result was approximately 70 mol/l, and the repeat result was approximately 300 mol/l. The initial result was not reported outside of the laboratory.